Manufacturer narrative:
Service was dispatched for this event. The field service engineer (fse) noted that no other problems were seen on other ck tests or any other tests on the instrument. Reaction monitor od data for this event was no longer available on the instrument. The root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated creatinine kinase result of 851 u/l generated on (B)(4) chemistry analyzer. The result was not reported out of the laboratory. The sample was repeated on another au instrument in the lab and the results were 69 u/l and 65 u/l. There was no effect to patient or user.